Event description:
It was reported that the patient's right ventricular (rv) lead had no capture along with high, variable impedance. It was noted that the patient's heart rate would fall below the programmed rate. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).